Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 17 january 2023, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which led to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, at the time of the reported event the modulation in signal channel declined and the potential cause of the decline could not be confirmed, so the RMA was authorized for further investigation of the sensor.upon receipt of the sensor, the sensor was tested in-house, but the failure mode could not be reproduced during the returned product analysis testing. Thus, the return product investigation is inconclusive. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab.on review of the in-vivo raw sensor data, there was a sudden shift in the signal and reference channel on january 10, 2023, and low signal modulation around the time of the reported inaccuracies. This can cause potential transient inaccuracy of the sensor. D9 device available for evaluation? Yes, device received on 15 feb 2023. H3.device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.